Event description:
The doctor reported the implant was removed due to failure to osseointegrate 7 months after placement surgery. Oral hygiene at the site of the implant was poor. Bone quality at site of surgery was type 2. During the surgery, bone resorption was observed.